Event description:
A consumer reported they knew of other patient's with devices that were put in and taken out.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.